Event description:
The customer reported that the vent went "inop" while on a pt. The mallinckrodt customer support engineer (cse) inspected the device and found that the root cause of the reported condition was water damage. The cse replaced the inspiratory module. The unit passed extended self-testing. There was no pt harm reported.